Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 indicating consecutive motor stalls that persisted despite six restarts and multiple supply changes, and a replacement device was arranged with counseling that the device should not be considered water resistant and that backup therapy should be in place. Symptoms included no adverse clinical effects and blood glucose was not affected. Outcomes included shipment of a replacement unit and instructions to sync data to the mobile app, to shut down the device before return, that ilet therapy data would not transfer to the replacement, and that cgm data could still be received. Investigation included remote troubleshooting, confirmation of persistent motor stall alerts, and coordination for device return to enable further evaluation. Investigation of this device revealed a suspected motor stall malfunction within the pump mechanism that could impact insulin delivery reliability, consistent with the reported alert and unresolved alarm behavior. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the motor drive consistent with a mechanical or electromechanical failure.